Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. During an attempted cyber security upgrade the device went into back up vvi mode. A device download was performed and the device was successfully restored. The cyber security upgrade was not performed. Patient monitoring will continue.